Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of false positive results for 1 non-pregnant patient tested for intact human chorionic gonadotropin + the b-subunit (hcg + b). On (B)(6) 2010 the patient had an hcg + b result of 10 iu/l, on (B)(6) 2010 the result was 8 iu/l, on (B)(6) 2016, the result was 10 iu/l, on (B)(6) 2016 the result was 9 iu/l and on (B)(6) 2016 the result was 9 iu/l. The patient was being tested for pregnancy. The patient has not been diagnosed with any disease that could cause elevated hcg + b results. It is not known if the results were obtained from separate samples or the same sample. No adverse event was reported. The e601 analyzer serial number was (B)(4). Three samples from the patient were submitted for investigation. During the preliminary investigation, the customer's results were reproduced. It was noted that there are possible reasons for slightly elevated hcg + b results that are not associated with pregnancy. This is documented in product labeling.

Manufacturer narrative:
Three samples were sent to an external laboratory using the siemens immulite method. The results obtained by the siemens method were for total hcg. The results from this method were also elevated. The results of the investigation indicate the customer's elevated hcg + b results are correct. Interferences can be excluded.